Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.0.0 f1908: delay of less than one hour f26: no patient impact h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that tracking was normal prior to going sterile in an optical procedure. After going sterile and draping, the system was intermittently tracking all probes. The reference frame had a geometry error of .13 but all other probes were 0.5 and flickering in and out of tracking. There was troubleshooting present. It was reported that the camera lens and spheres were wiped down. The spheres were ensured to be seated, the camera was moved out of the field to test with a non-sterile frame and the issue was replicated. The tool cards were removed and re-verified, the system was rebooted but was unable to verify the probes due to the high geometry error. A different camera cart was also used but had no change. The system suddenly starting acting normal after not using or touching it for 5 minutes. There was no impact to patient outcome and surgical delay was reported as less than one-hour. Additional information was received. It was reported that this occurred during an optical tumor resection.